Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed that the driveline was disconnected for approximately an hour; although it was suspected that the patient disconnected their driveline, a specific cause for the event could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed that the driveline was disconnected at 13:44:48 on (B)(6) 2024, per the log file timestamp. The system alarmed for low flow, driveline disconnect, and lvad off until the driveline was reconnected approximately 1 hour later. After the driveline was reconnected, intermittent low flow alarms were captured followed by a continuous low flow alarm with flow down to 0.0 liters per minute (lpm). Although a specific cause for the low flow alarms in the final hour of the log file could not be conclusively determined, the low flow alarms appeared to be consistent with the report of acls for approximately 1 hour before the patient was declared deceased. The system appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. In section 2 "system operations" (under "system controller warnings and cautions"), the IFU states, "if the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 1 of the IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to alarm conditions. Section 6 ¿patient care and management¿ (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 3 ¿powering the system¿ and section 6 warn that the patient must always connect to the power module or mpu for sleeping or when there is a chance of sleep. A sleeping patient may not hear system alarms. The heartmate 3 lvas patient handbook, rev. D, warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms and the proper actions associated with them. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was found down at home with the modular cable disconnected. Emergency medical services (ems) hooked up the modular cable and advanced cardiovascular life support (acls) was performed for 1 hour. The patient underwent cardiac arrest and was pronounced dead shortly upon arrival to the hospital. Following review of the submitted log files, it appeared there was a driveline disconnect event on 21nov2024 at 1:44 pm, which caused various alarms. The pump appeared to have been reconnected to the system controller at 2:41 pm on (B)(6)2024. The patient was off support for about 57 minutes prior to the reconnection. Following the reconnection, the pump resumed operation with decreasing estimated flow, which caused low flow hazard events. It was later reported by the site that the equipment would not be returned. The site checked the modular cable when they arrived at the patient's home and it appeared to have functioned as intended. The site thought the patient may have disconnected themselves.